Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,feeling good, still some vaginal swelling and itching. Plan: recheck as needed. Work at 8 months, 2 months for coitus.complains of low back pain that worsens with urination, positive for history of kidney stones, dysuria, increased frequency, 2 episodes of hematuria, noticed fishy odor - urinary tract infections (uti).complains of painful urethra, some lower abdominal pain/cramps, positive for low back pain, hot/cold flashes, has had gross hematuria, burning deep inside vagina, has incontinence, urgency and stress urinary incontinence, suprapubic pain which is intermittent and described as pressure, stress incontinence is better since surgery, there is occasional urgency, she has seen some blood when she wipes. Bladder scan: residual urine 37 ml. Assessment: uti, pelvic pain, bladder pain, vaginitis, urgency of urination, gross hematuria. Ordered cystoscopy local anesthesia, urine culture positive. Prescribed detrol.

Manufacturer narrative:
(B)(4).